Manufacturer narrative:
The reagent lot number is 78282101 and the expiration date is 30-sep-2025. The field service engineer (fse) cleaned and adjusted the sample and reagent probes, washed the rinse station, and performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 1 patient sample on a cobas 6000 c501 module. The initial a1c-3 result was 8.00%. The repeat result was 6.00%. The customer performed re-calibration and qc prior to repeating the result. No questionable results were reported outside of the laboratory.